Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility biomedical engineer (biomed tech) reported the machine power cord appeared melted. The biomed tech stated the issue was detected during preventative maintenance and confirmed there was no patient involvement or injury. The biomed tech stated the plastic at the male ends of the plugs appeared melted and confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. A replacement power cord was ordered and the machine was currently still out of service pending replacement of the power cord. The power cord was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility biomedical engineer (biomed tech) reported the machine power cord appeared melted. The biomed tech stated the issue was detected during preventative maintenance and confirmed there was no patient involvement or injury. The biomed tech stated the plastic at the male ends of the plugs appeared melted and confirmed no visible smoke, flames or sparks were observed, and no damage was observed with the power outlet or machine. The biomed tech confirmed the machine was plugged into a gcfi hospital grade outlet as per recommended power source. A replacement power cord was ordered and the machine was currently still out of service pending replacement of the power cord. The power cord was available to be returned for evaluation.